Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-22. H.6. Investigation summary a device history record review was performed for provided lot number 191116. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in this investigation three picture samples and physical samples were returned for evaluation by our quality engineer team. Unfortunately, the returned physical samples were unable to be located by our quality engineer and therefore, they could not be evaluated. However, the picture samples clearly showed the reported defect and were sufficient for a thorough investigation. If the physical samples are located, a new investigation will be completed if determined appropriate. Through examination of the picture samples, the shield component was observed to have a yellow coloring. It has been determined that this discoloration could have been generated during the molding process, due to an unintended material being introduced into the molding machine; generating the discoloration. An exact cause for this molding defect could not identified at this time. We are confident that this was an isolated incident with an unlikely chance of recurrence. Our manufacturing facility has been alerted of this incident in an attempt to raise awareness for this potential defect on the production floor.

Event description:
It was reported that the bd microlance¿ 3 needle was found "completely discolored" before use. The following information was provided by the initial reporter: "received a pack of cannulas in return where 1 is completely discolored" "the customer becomes uncertain about the sterility of others. The rest of the needles look perfectly ok."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle was found "completely discolored" before use. The following information was provided by the initial reporter: "received a pack of cannulas in return where 1 is completely discolored." "The customer becomes uncertain about the sterility of others. The rest of the needles look perfectly ok."